Event description:
It was reported that the device had an error 41171. There was patient involvement, and no signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a red screen with error message 41171 and continuous alarm when switched on. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the mainboard.